Event description:
The customer reported the ventilator is extremely hot and caused a vent inop due to flow sensor failure. The customer reported the cooling fan does not appear to be turning and air flow thru the unit cannot be felt. The field service engineer (fse) reported there was no patient involvement.